Event description:
It was reported that while in surgery the setscrew head had been stripped. The 0-7 setscrew initially clicked with the torque wrench but after that it wouldn't click; or screw in or screw out from the 0-7 port. The torque wrench heard three clicks when tightened. Impedances were normal and the lead was in place but it wouldn't back out. No further actions were taken or planned. No diagnostic testing or troubleshooting was performed. The cause of the issue was not determined or resolved. There were no patient symptoms or complications associated with this event. The patient was receiving effective therapy and alive with no injury.

Manufacturer narrative:
Concomitant medical devices: product ID: neu_unknown_lead, product type: lead. Product ID: neu_set_screw,product type: accessory.